Event description:
It was reported that the patient's aneurysm was successfully treated by placement of 3 pipelines on (B)(6) 2012. On tuesday (B)(6), the patient readmitted to the hospital with severe headache and visual disturbance. A CT study showed a small amount of blood around and below the aneurysm. Shortly after the CT, the patient deteriorated suddenly and had to be intubated. It was planned for the patient to be taken back to the neuro angio suite for an angiogram but unfortunately the patient died before this could be arranged.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other pipelines involved: model: fa-77400-18, lot: ma10-054, dom: 03/25/2010, exp: 03/01/2013. Model: fa-77425-20, lot: my10-041, dom: 05/20/2010, exp: 06/01/2013. (B)(4).